Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a minimum fill notification occurred. Customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. Reportedly, the customer added insulin to the cartridge and resumed insulin therapy. The customer's blood glucose level was 302 mg/dl.